Event description:
On (B) (6) 2010 physician was using a yag laser when it misfired. The beam came off the side of the tip and caused an unintended burn to the patient. The laser was removed from service. No medical intervention required. Investigation ongoing at this time.